Event description:
Reportedly, while using the instrument a sliver like fragment such as a plastic piece was noticed inside the cavity. The sliver (piece) was removed from the cavity. The case was completed with the same tocar. Procedure type: lap. Cholecystectomy patient sex: unk.